Manufacturer narrative:
Of the 8 allegations of a malfunction, 19 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a damaged display screen. During investigation for unrelated complaints, there were 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 8</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-80 years of age and between 79 and 140 pounds. Of the reported patients, 4 were male, 4 were female, and 0 were unknown.